Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory. The laboratory procedure is summarized as follows: recentrifuge and repeat any troponin specimen that is greater than 0.06 ng/ml unless there is previous elevated troponin results or the results fit the clinical picture. The cause of the event is unknown.

Event description:
The customer reported non-reproducible false positive troponin I (accutni) patient results involving access 2 immunoassay system. Subsequent test results did not correlate with the initial values. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.